Manufacturer narrative:
The customer was contacted four times, twice by email and twice by phone requesting return of the purely yours ultra breast pump base to ameda, inc. For investigation. As of this date, customer has not responded to email or voice mail messages. The purely yours ultra has not been returned to ameda so a visual inspection and investigation could not be completed.

Event description:
Customer's relative contacted ameda, inc. On (B)(6) 2015 to report the purely yours ultra breast pump would not power on with the ac adapter. She was informed by the customer service representative to install 6 new aa batteries in the battery compartment to determine which pump part was faulty. Customer phoned back that same day and informed the customer service representative that she installed the batteries and the pump powered on and worked properly for 10 minutes. However, she reports the batteries leaked black fluid into the battery compartment. Customer did not report injury, burn or property damage during this event.